Event description:
Spontaneous communication: cadd legacy pump beeping and displays no disposable error message. Patient switched to the back up pump with same error message. She started new mix. Turned off the pump and turned it back on and the pump worked with the new mix with no issues. It is running with no issues. Problem was with the cassettes and not the pump. Lot number for cassette: unknown. Serial number for pumps [sn (B)(4) and sn (B)(4)]. No other information provided. Has this incident happened within the past 6 months? No. Has this pt reported a pump malfunction within the past 6 months? No; no other info available. No side effect reported. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.